Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4) review of the most recent repair record determined the motor speeds were out of specification and the control bar was loose. The spring seal was stretched and the control bar was adjusted and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery, the air dermatome went through automated washer and should not have. It may have had a fluid intrusion. At device investigation it was noted that the device had motor speeds that were below specification. There is no patient involvement. Due diligence is complete and no additional information is available. There was no adverse event associated with this malfunction.